Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found some tissue build up. The ptfe pad (teflon pad) was inspected and found partially split in cross direction with metal exposed. The probe unit was inspected under a microscope and found no visual indication of damage. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." Please also reference MFR. Report number: 2951238 - 2018 - 00383.

Event description:
Olympus was informed that at during a therapeutic laparoscopic assisted vaginal hysterectomy (lavh) procedure, the teflon pad from the grasping section of the device burnt. No error codes were observed on the generator. No device fragment fell into the patient. There was no bleeding observed. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, the user facility reported that the device and the connection points were inspected prior to the procedure with no anomalies found. This is report 2 of 2.